Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump was received with minor scratched lcd window and cracked case near the display window corners. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that she had just received her insulin pump and her blood glucose was high. Customer did not know if she was receiving any insulin. Customer's blood glucose at the time was 344 mg/dl. Customer's current blood glucose was 544 mg/dl. Customer treated with the pump. Customer stated that the high blood glucose event began when she ate dinner. Customer stated that the drive support cap was flush. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.